Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks, and exhibited a fault code indicating a shorted lead.